Event description:
Ous MDR -it was reported that a (B)(6) with brugada syndrome, who was implanted in 2007 underwent device replacement in (B)(6) 2013. A week later he went back to his hospital ER with 5 inappropriate shocks. Device interrogation showed high pacing impedance and fluoroscopy revealed an externalized conductor between the coils. A new lead was added and the old lead was cut and capped in the pocket. After the extraction procedure of the old lead, it was noted that one of the conductors was outside the outer insulation of the lead between the coils. The serial number has not been obtained yet. As new information is provided to us, this event will be updated.

Manufacturer narrative:
The lead under complaint was not received for analysis. Furthermore, the serial number of this lead was not communicated to biotronik, despite our attempts to gather further information on this event. Based on the limited amount of information available, a root cause analysis could not be performed. Additionally, since the serial number of this lead remains unknown, the documents associated with the manufacture of this particular lead could not be reinvestigated. As no further details concerning this event are currently expected, our investigation is complete. Should additional information or the product itself be available for analysis, this case will be immediately updated.